Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead; therapy date: unknown. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-03993. It was reported the patient experienced lack of left-side pain coverage. Diagnostics showed multiple high impedances. Reprogramming was unable to resolve the issue. Surgical intervention is pending to address the issue. It is unknown which lead is liable for the issue. Hence, both leads are made reportable.

Event description:
Related manufacturer report number: 1627487-2019-03993. Additional information was received that surgical intervention was undertaken wherein the leads were explanted and replaced. Post-operatively, effective therapy was restored.